Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the pump screen was dark. There was no adverse impact to the customer's blood glucose level. The customer tried various troubleshooting steps, including using different charging cables and wall adapters, but the issue persisted. Technical support decided to replace the pump. The original pump was out of warranty, and the caller expressed interest in obtaining an out-of-warranty loaner pump.